Manufacturer narrative:
Batch review performed on 11 june 2026 stem: amistem-p collared 01.18.440 amistem-p collared lat. Size 0 (k173794) lot 2520365: (B)(4) items manufactured and released on 26-feb-2026. Expiration date: 08-feb-2031. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, no definitive root cause can be established. The absence of x-rays and further clinical details does not allow a more precise conclusion. The device history record review did not indicate any potentially related manufacturing issue, and there is no indication that a device-related issue may have caused or contributed to the event.

Event description:
At about 1 week from the primary, the patient came in presenting pain due to a fractured femur and the cause is unknown. There were no indications of trauma.the surgeon revised the medacta stem and head with competitor devices and replaced the double mobility liner with a liner of the same size. The surgery was completed successfully.